Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped due to a fracture. At a routine replacement procedure of an implantable cardiovertor defibrillator (ICD) the lead exhibited oversensing when connected to the new device. The physician elected to implant a new rate sensing lead and when this configration was tested the impedance was high. The physician suspected a 'break' therefore replaced the lead with a new endotak.